Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with audible alarm tone while on the low volume setting. The device was returned to the biomedical department for unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information know by the reporter upon query by hospira personnel.